Event description:
Philips received a complaint on the dfm100 defibrillator/monitor indicating that the unit fails the operational test. The device was not in clinical use at the time the issue was discovered. Results of functional testing indicate that the capacitor needed replacement. Once replaced, the unit passed the operational test and was returned to service at the customer site fully functional. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.